Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a pacemaker implantation procedure on (B)(6) 2019, atrial and ventricular leads were connected to the subject device. When interrogating the pacemaker, the egm revealed loss of atrial pacing and the fluoroscopic image showed that the lead connector of the atrial lead was not protruding from the distal connector block. It was decided to re-insert the atrial lead but before disconnecting it, atrial and ventricular impedances were measured at over 3000 ohms. No lead pull test was performed to check the proper ventricular lead pacemaker connection. The atrial lead was removed from the atrial port and the physician tried to fully insert the lead connector into the port; however, the lead connector could not be fully inserted and its connector pin did not protrude from the distal connector block. No obstruction was seen inside the atrial port. Both leads were then connected to a new pacemaker. The cause of the high ventricular lead impedance was unknown; according to the physician, more rotations were necessary to tighten the ventricular set-screw. An atrial connection issue was suspected to be the cause of the reported high atrial lead impedance.

Event description:
Reportedly, during a pacemaker implantation procedure on (B)(6) 2019, atrial and ventricular leads were connected to the subject device. When interrogating the pacemaker, the egm revealed loss of atrial pacing and the fluoroscopic image showed that the lead connector of the atrial lead was not protruding from the distal connector block. It was decided to re-insert the atrial lead but before disconnecting it, atrial and ventricular impedances were measured at over 3000 ohms. No lead pull test was performed to check the proper ventricular lead pacemaker connection. The atrial lead was removed from the atrial port and the physician tried to fully insert the lead connector into the port; however, the lead connector could not be fully inserted and its connector pin did not protrude from the distal connector block. No obstruction was seen inside the atrial port. Both leads were then connected to a new pacemaker. The cause of the high ventricular lead impedance was unknown; according to the physician, more rotations were necessary to tighten the ventricular set-screw. An atrial connection issue was suspected to be the cause of the reported high atrial lead impedance.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a pacemaker implantation procedure on 20 may 2019, atrial and ventricular leads were connected to the subject device. When interrogating the pacemaker, the egm revealed loss of atrial pacing and the fluoroscopic image showed that the lead connector of the atrial lead was not protruding from the distal connector block. It was decided to re-insert the atrial lead but before disconnecting it, atrial and ventricular impedances were measured at over 3000 ohms. No lead pull test was performed to check the proper ventricular lead pacemaker connection. The atrial lead was removed from the atrial port and the physician tried to fully insert the lead connector into the port; however, the lead connector could not be fully inserted and its connector pin did not protrude from the distal connector block. No obstruction was seen inside the atrial port. Both leads were then connected to a new pacemaker. The cause of the high ventricular lead impedance was unknown; according to the physician, more rotations were necessary to tighten the ventricular set-screw. An atrial connection issue was suspected to be the cause of the reported high atrial lead impedance.

Manufacturer narrative:
Preliminary analysis confirmed abnormal atrial and ventricular lead impedance values (above 3000o) and review of episode stored in the device memory revealed non-physiological signals in both channels. The most probable hypothesis to explain the reported electrical irregularities is lead connection issues in both channels.